Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum iq pumps had increased upstream occlusion alarms after software updates. This occurred during a zosyn infusion running at 25ml/hr in the klarman 9-north unit. The intravenous tubing was 12 hours old and was noted to be kinked. The tubing was repositioned and no further alarms were noted prior to the infusion completing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.